Event description:
A patient who was wearing a miami j cervical collar developed an unstageable hospital acquired pressure injury on the right clavicle due to the hard plastic edge of the collar pressing into the patient¿s skin. The padding on the inside of the collar did not come the whole way down to the bottom of the collar.